Event description:
The consumer reported two (2) unconfirmed false negative patient result with the binax now covid-19 antigen self-test performed on (B)(6) 2022. This MFR report number addresses patient result one(1) of two (2). The consumer reported an unconfirmed false negative patient result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 that generated a negative result. The consumer took an alternate test on the same day using an unknown sample that generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 206724 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 206724 and device part number 195-430h / lot 204005. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 206724 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Please reference MFR report numbers: 1221359-2022-04387.